Event description:
It was reported that this right atrial (ra) lead presented high threshold and low amplitude measurement. The physician decided to do an ra lead revision at the same time as the upgrade. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.